Event description:
After 20 years of surgical experience using breast implants and insertion funnels with no infection or implant extrusion or wound healing problems I had one patient on whom I had to remove her breast implants 2 weeks after uneventful surgery. Her surgery was (B)(6) 2020. I used my routine technique in a local hospital and everything was the same except I used a different insertion funnel, the inplant breast insertion funnel. Up to this point I was using the keller funnel (allergan). I had used the inplant funnel prior but only a few times since the keller funnels were not available. The patient had the surgery and recovered well. 2 weeks later she developed a pinhole opening along her incision and brown watery drainage. I had to take her to the operating room since I feared an implant infection, to remove the implant. During the second procedure which occurred on (B)(6) 2020 I noticed that her other incision looked suspicious, and I just pushed a little on it and a hole developed and exploded with brown fluid, so I ended up taking out both implants. Cultures were sent. She never had any fever, redness, or any other sign of infection except this pinhole and draining fluid. We were both devastated. This never happened to me. What was even more upsetting is that the cultures were completely negative. She was evaluated by infectious disease experts, allergy and immunology as well. The only pertinent finding was a weak allergy to betadine, which I used for both surgeries. I have used betadine for all my breast implant surgery since 1998 with no problems such as this. I didn't know exactly what to do, so I waited. During covid when my practice was shut down, I was on the (B)(6) website and noticed a "problems with iplant funnel" category on a discussion forum so I started to read it and saw that a few other surgeons had the exact same experience as me! Recently I spoke with a surgeon who has collected data on this inplant funnel and found 93 cases, all just like mine: two weeks after surgery, small draining pinholes around breast implants that necessitate exploration and washout and risk implant exposure and infection. This has never happened to me with the keller funnel. I think this is rare but a very important issue and that the inplant funnel needs to be evaluated for a possible problem with the lubricant which could be harmful to certain patients. FDA safety report ID# (B)(4).